Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. On 07/13/2026, it was reported that the patient experienced an unknown issue which occurred three days after sensor insertion on the arm. On 07/13/2026, it was reported that around midday, the patient was attempting to eat and drink but began experiencing nausea, vomiting, and weakness. The patient's grandfather checked glucose values at that time. A fingerstick BG measurement of 502 mg/dL was obtained while the Dexcom CGM was reportedly offline and not displaying a glucose value. In addition, the reporter stated that the patient experienced a discrepancy between the CGM and fingerstick BG measurements, during which the Dexcom CGM displayed approximately 415 mg/dL while a fingerstick BG measured 202 mg/dL; however, the exact date and time of this comparison could not be recalled. It was also reported that at some point the CGM did not provide a high glucose alert. The patient's grandfather transported the patient to the emergency department at approximately 4:00 PM to 5:00 PM. Upon arrival at the Emergency department (ED), a glucose measurement of approximately 500 mg/dL was obtained; no corresponding CGM value was provided. According to the reporter, the treating physician advised removal of both the Omnipod 5 insulin pump and the CGM sensor. When asked whether the patient had developed diabetic ketoacidosis (DKA), the patient's mother answered affirmatively. The patient was administered intravenous fluids and insulin; however, dosage information could not be provided. The patient's mother arrived at the ED shortly before the patient's transfer to another hospital. The patient was admitted to the other hospital between approximately 9:00 PM and 10:00 PM on (b)(6) and was discharged the following day at approximately 4:00 PM. During hospitalization, multiple fingerstick BG measurements were reportedly obtained; however, the values were not available. Prior to discharge, a replacement Dexcom G7 sensor was inserted, and the reporter stated that the replacement sensor readings correlated with fingerstick BG values. The mother reported the above information based on accounts provided by family members and medical staff, as she was not present for the initial events leading to the emergency department visit. It was mentioned that the patient will be following up with Endocrinology. At the time of reporting, the patient was described as feeling ¿fine.¿ No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.